Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited out of range impedance measurements, causing a lead safety switch to occur. Then ra noise, oversensing, and inappropriate atrial tachy response (atr) mode switches were observed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.